Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was pt reported their stimulator stopped working and they couldn't turn their stimulation on and the issue began about a week and a half ago. During the call pt pressed their mystim pc app and pressed connect on the screen. Pt then got the 302 service code (neurostimulator battery is empty) screen. Ps reviewed information. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the patient. Caller stated the battery stopped working so they were trying to find out what the best course of action was for the patient. Caller said the healthcare provider was not willing to put a new battery in b/c they did not trust the new ones. Patient service specialist reviewed eos can not be determined for non-rechargeable neurostimulators eos is based off of usage/therapy settings. Caller mentioned they had received a letter from medtronic stating there were some issues regarding the cardioversion procedure. Caller asked if there was any kind of compensation for those instances that the battery was damaged. Caller stated the pt was told the ins had a 4 year life expectancy while indicating the ins was defective. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.